Event description:
A malfunction alarm, identified as alarm 20, occurred with the customer's pump while it was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in loading a new cartridge using the correct technique, allowing the customer to successfully resume insulin therapy.